Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that insulin pump turned off without alarms. Customer states he replaced 2 batteries but problem persists. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, self test, off no power alarm test and unexpected restart error test or verify frozen screen due to blank display. Unable to perform the pump trace download due to blank display. Unit had minor scratched display window and cracked reservoir tube lip.